Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements. It was reported that they were greater than 125 ohms. Capture, sensing and pace lead impedance measurements remain stable. The issue was clinically unresolved; however, the device will be managed non-invasively at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.